Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple temperature alarms that were unable to be cleared. The pump had not been exposed to extreme temperatures. The customer's blood glucose level was 121 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.